Manufacturer narrative:
Results of device investigation will be filed in a supplemental report once complete.

Event description:
Staff observed PICC line was broken at the distal end of the catheter within 24 hours of insertion. Line was repaired by staff with no harm to pt.